Event description:
Procedure type: colon resection. According to the reporter: a round metal guard on the left side of the device broke off while the instrument was being fired. It was not known if the metal guard had fallen inside the cavity or on the sterile field. The surgeon searched for the piece but the metal guard had not been recovered/found. It was not known if x-rays were taken. Or time was delayed approximately 30 minutes.